Event description:
Reportedly, during pt use of the ht70 ventilator, the pt had three episodes of bradycardia and possible ivr. There was a 'check prox line' alarm at the time of the event. There were no issues found on the ventilator. The pt required CPR and epinephrine. Though requested, pt outcome was not provided. There were no reported adverse pt effects.